Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:11 was confirmed.

Event description:
During service, the baxter repair tech reported a fail code 810:11. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.